Manufacturer narrative:
Exact date unknown, event occurred six months ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 5155385/7070124.

Event description:
It was reported that the patient was feeling a shocking sensation at the ipg site occasionally when the stimulator was turned on. It was noted that the patient was experiencing pain at the pocket site and was not getting an adequate pain relief to the area where the stimulation should cover. It was further noted that he ipg had to be charged more frequently. Database analysis showed signs of poor charger to ipg coupling and the charger thermistor triggering often which could delay charging times. The patient underwent a spinal cord stimulator (scs) system explant procedure and the explanted scs system was not returned.